Event description:
It was reported that while attempting to position this lead to reach the left bundle branch, the lead became stuck in fibrotic tissue. While the physician attempted to maneuver the lead with retractions and re-insertions, the lead screw broke off the lead and remained within the septum of the patient. The lead was then extracted, and a new lead was implanted to resolve the event. The physician elected to leave the screw in situ. No adverse patient effects were reported. The extracted lead portion was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. An x-ray was obtained and revealed that the helix was fractured. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to reposition the lead caused the helix to break.

Event description:
It was reported that while attempting to position this lead to reach the left bundle branch, the lead became stuck in fibrotic tissue. While the physician attempted to maneuver the lead with retractions and re-insertions, the lead screw broke off the lead and remained within the septum of the patient. The lead was then extracted, and a new lead was implanted to resolve the event. The physician elected to leave the screw in situ. No adverse patient effects were reported. The extracted lead portion is expected to be returned for analysis.